Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the display on the central control monitor went blank. Control of the pumps remained available through the redundant local controls. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.